Event description:
Customer called to report a photoactivation module leak that was noticed after treatment. Name and function of complainant: same as reporter. Customer reported that she noticed a photoactivation module leak after treatment. By releasing the kit the customer observed 20-50 ml fluid under the photoactivation module. The leak was at the right outgoing tube to flm, near the photoactivation module. Patient was in good condition and was relieved home. Customer did not return the kit for investigation; however, photos were provided for evaluation.

Manufacturer narrative:
Batch record review of lot a907 was conducted. There were no non conformances related to this type of event for this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected for any lot. A photo analysis was conducted for this complaint. From the photos submitted, a definite root cause could not be determined. Manufacturer CAPA cpa (B)(4) is already opened to improve the bonding process for the plates in the xts department. An attempt is currently in progress to have the kit returned for investigation; if obtained, a supplemental report will be created. (B)(4).